Manufacturer narrative:
On the previously submitted report, reporter country was inadvertently left blank. It is corrected on this report.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5118485) regarding the field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient was diagnosed with stage IV neuroendocrine carcinoma of the lung and the cancer metastasized to the liver and bone. Medical intervention was not specified. Patient death was also reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.